Event description:
It was reported the customer experienced high blood glucose. The customer's blood glucose reached over 600 mg/dl. The customer was able to treat their blood glucose with manual injections. The customer stated they did not receive any no delivery alarms, but observed insulin backing out of their body while delivering insulin. The customer reported their cannula was not bent upon removal of their infusion set. The customer declined to troubleshoot for their high blood glucose. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.